Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Functional testing was performed. The downstream occlusion (dso) sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective dso sensor. The dso sensor was replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.